Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided. Reason for reoperation: capsular contracture unknown baker grade, pain, and anxiety product/procedure.

Event description:
Patient representative reported that patient "patient was implanted with tissue expander on the right side following a right mastectomy. Patient has suffered from breast pain, capsular contracture, and severe emotional distress from the fear of developing bia-alcl after already previously having cancer. Patient has worried about the risks she faces, has also been subject to out-of-pocket expenses in relation to seeking medical advice, evaluating the flawed product implanted into their body, removal of the cancer-causing breast implants, and seeking recommendations for future care and treatment. Patient also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of developing bia-alcl." This record is for the right side. The device has been explanted.